Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: addrs1 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred. The implantable pulse generator (ipg) was explanted and the leads were initially left in place. The leads were to be removed at another date but removal was delayed due to a patient condition. Blood cultures were performed and were (B)(6) for (B)(6) and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.